Event description:
The physician placed a neuron delivery catheter 053 in the patient and decided that because of vessel sizing and approach he did not want to use the catheter. When he removed the catheter he noticed that it was broken at the distal portion of the catheter. Another catheter was used, the procedure successfully completed and the patient was not affected by this event.

Manufacturer narrative:
Results: the distal section of the catheter is 16.7 cm long. The break surface was examined under magnification and the interior layer shows a smooth surface while the internal and external liners show stretching. The proximal section of the catheter measures 90.3 cm from the hub shaft joint to the break site. The interior layer shows the same smooth surface. The catheter is non- functional. Other than the break there are not apparent flaws in the catheter. A 0.053" mandrel was introduced into the hub of the proximal section and advanced distally. The mandrel passed through the catheter without friction. This process was repeated on the distal segment with the same result. Conclusion: the break noted in the complaint is confirmed. Based on the condition and location of the break this catheter appears to have failed at the thin vestamide-vestamide bond joint. Given how little of the internal support wire had unraveled, the break must have happened as the catheter was exiting the rhv.